Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, mynxgrip vascular closure (vcd) was attempted following a peripheral intervention to the right lower extremity, via an antegrade stick. The vcd balloon ruptured during deployment; however, the deployment was still completed. Manual compression (unknown duration) was required to achieve hemostasis. Two (2) days later, the patient presented with low extremity pain. The patient underwent re-angio, which revealed occlusion of the proximal right popliteal artery, and a dissection at the level of the right femoral bifurcation. Both areas were treated with stents.

Manufacturer narrative:
Additional information is being provided. Brand name: is being corrected. Model number & catalog number: are being corrected. Initial reporter is being corrected. Complaint conclusion: as reported, mynxgrip vascular closure (vcd) was attempted following a peripheral intervention to the right lower extremity, via an antegrade stick. The vcd balloon ruptured during deployment; however, the deployment was still completed. Manual compression (unknown duration) was required to achieve hemostasis. Two (2) days later, the patient presented with low extremity pain. The patient underwent re-angio, which revealed occlusion of the proximal right popliteal artery, and a dissection at the level of the right femoral bifurcation. Both areas were treated with stents. Additional information was received indicating that the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A ¿small¿ plaque was seen distal from the sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No vessel tortuosity was noted. The product was stored as instructed per labeling. Multiple sheath exchanges were not required. Contrast/imaging was not used to confirm balloon placement. The deployer did not over-tamp as the device was fully removed due to balloon rupture. The device user did not fail to maintain tension on catheter while tamping. Manual compression was applied for less than 30 minutes. The patient's hospitalization was extended 2-3 days due to re-intervention. The patient was noted to have recovered. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (small plaque distal to the sheath) may have contributed to the rupture since a calcified vessel can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Vessel damage, such as a dissection, is a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient. In this particular case, the patient had a peripheral intervention of the right lower limb from an antegrade stick. This involves the introduction of the sheath, stiff guidewires, balloons, catheters, and stents, as well as the mynxgrip device. Any of these devices could have led to the femoral artery dissection reported. Additionally, it was reported that there was an occlusion at the proximal right popliteal artery. An occlusion occurring after a peripheral intervention is a known potential complication and is listed in the mynxgrip IFU as such. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ since the issues were found two days after the procedure/access site closure, and without review of the device or procedural films, it is unknown if the mynxgrip caused or contributed to the injuries reported. However, possible contributing factors to an occlusion in the popliteal artery may include treatment to the site, plaque or thrombus flowing downstream, compliance with anticoagulation medication, or even handling factors of the mynxgrip device during deployment. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum additional information received indicated that the femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A ¿small¿ plaque was seen distal from the sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No vessel tortuosity was noted. The product was stored as instructed per labeling. Multiple sheath exchanges were not required. Contrast/imaging was not used to confirm balloon placement. The deployer did not over-tamp as the device was fully removed due to balloon rupture. The device user did not fail to maintain tension on catheter while tamping. Manual compression was applied for less than 30 minutes. The patient's hospitalization was extended 2-3 days due to re-intervention. The patient was noted to have recovered. The product was discarded, therefore, will not be returned for analysis.